Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
During g3 surgery, the lag screw step drill would not go into the pt's bone. The surgeon assumed that the step drill was not sharp enough. The surgeon used step drill from another set to complete the surgery.